Event description:
The caller reports that the patient was tested and the following results were obtained within 10 minutes: "hi" (greater than 600mg/dl) and 283mg/dl on the accu-chek inform system, with a lab result of 119mg/dl. The operator may have underdosed the strip with the 283mg/dl blood glucose result. No reported symptoms. The patient was treated with insulin (unknown dose/type) based on high blood glucose results. An additional blood glucose comparison of 20mg/dl and 278mg/dl were obtained on the accu-chek inform system. No specific treatment reported on the 20mg/dl and 278mg/dl blood glucose results. The customer is a hemodialysis patient. New system sent and return requested.